Event description:
Patient reported since wearing the aligners their overbite on the right side is getting worse. The lower right teeth are now completely hitting the upper teeth on the right side. It is making it difficult to chew. Gathering information, requested additional information and bite video.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.